Event description:
The customer first reported that they had poor internal control recovery for the free thyroxine (ft4) test. As a result, recalibration of the reagent must be done. Recalibration gave factors that were much too high ,so the reagent could no longer be used. Patient samples that were originally tested with the old calibration were repeated with a new calibration. The customer questioned a total of three hundred sixty patient samples tested for ft4 tested on (B)(6) 2012. The customer only provided information for one hundred thirty one questioned samples that were originally tested on (B)(6) 2012. Information for additional samples from (B)(6) 2012 was requested. Approximately fourty four of the one hundred thirty one sampes were reported with the text "there must be a new venapunction again for a reliable outcome of the ft4", since there was not enough material to remeasure these samples. It is not clear specifically which samples were reported with this text. A clarification has been requested. The first 52 measurements from (B)(6) 2012 were reported with the text "result possible false decreased." It is not clear specifically which samples were reported with this text. A clarification has been requested. Of the one hundred thirty one questioned sample results that were provided, eighty were found to be erroneous. Please refer to the attachment for all initial and repeat values. All erroneous results were reported outside of the laboratory. The ft4 test is reported in pmol/l units. The erroneous values were lower compared to the correct ft4 value. If possible, erroneous samples were reameasured and the correct ft4 value was reported, together with a comment for physicians. When the change was considered to have a potential impact on the medical decision, the physician was informed of the change in the ft4 result. Since most physicians have discussed medical decisions with their patients already, patients had to be re-informed based on the wrong ft4 values. It is not known if any patients were adversely affected by the event. No adverse events were alleged. Physicians were asked to report any problems that may have arisen from the wrongly reported ft4 values. At least in one occasion, a drop in the ft4 value was considered to be a sign of the patient getting better, whereas the remeasured ft4 actually showed a worsening of the disease. No additional information was provided for this patient and it is not known specifically which sample was from this patient. The ft4 reagent lot number was 169440. An expiration date was not provided. The used reagent packs were suspected of containing a low volume of microparticles.

Manufacturer narrative:
Upon checking calibration signals of the affected reagent kits, it can be seen that lot calibrations were released at a significantly low signal level. Subsequent calibrations out of the same reagent kits show signals at an expected level. A general issue with these reagent kits is unlikely and may be excluded.

Manufacturer narrative:
Reagent kits were returned for investigation. Based on results from the investigation , a general reagent issue was excluded. A specific root cause could not be determined. Based upon information provided, a customer reagent handling issue may have caused this event.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Of the original three hundred sixty patient samples tested and questioned for ft4, additional data has been provided for patient samples which were initially tested on (B)(6) 2012. The customer has provided information for (B)(4) additional samples that were questioned. Of these, (B)(4) were found to have erroneous results. The customer clarified that some patients had a change in "thyrax" medication based on the erroneous results. No further information was provided. For the (B)(4) samples which were reported with the text "there must be a new venapunction again for a reliable outcome of the ft4" in the initial MDR, these samples are not to be included in the count of (B)(6) samples questioned from (B)(6) 2012. These (B)(4) samples were not repeated. The first (B)(4) samples from (B)(6) 2012 which were reported with the text "result possible false decreased" were not repeated, therefore, these are not to be included in the initial (B)(6) samples questioned from (B)(6) 2012.